Manufacturer narrative:
Other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Upon receipt of additional information it was determined the event was already reported in regulatory report number 3004209178-2017-14882 and 3004209178-2017-14883. All additional information received will therefore reported in those regulatory reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that a patient was encountering an out of regulation (oor) message sometimes when trying to change groups. An ¿oss¿ message has reportedly been seen once or twice as well. The hcp saw the patient to troubleshoot earlier in the week of this report, but they were unable to reproduce the code and the groups changed just fine. Impedances were stable ¿as a rock¿ at values they have shown for months. The currents are small in the range of 0.7 to 1 milliamperes. The hcp did not believe it was a voltage-limitation problem. The ins was at 2.94v and was not thought to be near elective replacement indictor (eri). No medical symptoms were reported. No further complications were reported. The patient was implanted for unknown symptoms.